Manufacturer narrative:
Findings: unit passed rewind test and displacement test and no rewind anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip, a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they were having issues with rewinding the insulin pump. The customer¿s blood glucose level was 215 mg/dl. Troubleshooting was performed. The customer also reported that the insulin pump¿s screen was scratched by a chair. It was hard for them to read the screen. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.